Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had low blood glucose; she had dinner and did not bolus. Blood glucose was at 298 mg/dl but the sensor kept giving low alerts, reading 92 mg/dl and the insulin pump went into threshold suspend. Current blood glucose was 278 mg/dl. Customer was advised to turn the sensor feature off and back on and reconnect to old sensor. Sensor glucose was showing 254 mg/dl. Customer was advised the sensor readings were accurate since it was close to the actual blood glucose level.